Event description:
The customer stated multiple aspiration errors occurred on an architect i2000sr running architect system software (B) (4). There was no adverse impact to patient management reported.

Event description:
The facility reported to largo customer service an ipump with no audio or visual alarms. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B) (4). The reported condition of no audio or visual alarms was not confirmed during evaluation. The device was tested and returned to the customer within specification.

Manufacturer narrative:
This device has not yet been received in baxter. A follow-up report will be submitted should the device be received for evaluation.